Manufacturer narrative:
The investigation determined that non-reproducible higher than expected vitros amon quality control results were obtained from two levels of vitros liquid performance verifiers, using vitros amon micro slides on a vitros 5,1 fs chemistry system. The assignable cause of the event is most likely an instrument related issue caused by micro slide incubator contamination from the customer using cleaners containing ammonia in the laboratory. Results of pre-maintenance amon precision tests were unacceptable compared to ocd guidelines, indicating the vitros 5,1 fs instrument was not performing as intended when processing vitros amon slides. Acceptable amon quality control performance was obtained after ocd maintenance actions were performed including the replacement of the microslide incubator evaporation caps.

Event description:
The customer observed non-reproducible higher than expected vitros amon quality control results obtained from two levels of vitros liquid performance verifiers, using vitros amon micro slides on a vitros 5,1 fs chemistry system. Level 1 result: 230.6 umol/l vs. Expected 33.0 umol/l. Level 2 result: 360.0 umol/l and 111.1 umol/l vs. Expected 162.0 umol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action. Although there were no reports of affected patient sample results, it cannot be confirmed that patient sample results were not affected and would not be affected if the event were to recur undetected. There were no allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).